Manufacturer narrative:
The foresight module was returned for product evaluation. Testing was performed on the module. Channel 1 and 2 displayed at 65 percent sto2, plus or minus 5 percent with simulators connected. The product was moved around during testing and it had no effect on the readings. The components were left to monitor and run for one hour and the reading still remained at 65 for both sensor cables for the duration. There were no error messages that displayed. It was noted that the two flag labels were damaged or missing on the product. The reported issue was not confirmed.

Event description:
It was reported that there was a failure with the foresight module, during patient use. There were inaccurate values that displayed. The sto2 readings received changed from 90 to 20. The clinician exchanged for three different foresight sensors to try to troubleshoot, but that was unsuccessful. When they exchanged for a different known working foresight module, using the same monitor and accessories, then everything worked. The edwards representative reports that there were no error messages. The crna whom was present reported that the change in numbers occurred suddenly. There was no inappropriate patient treatment administered. The only patient demographics provided is the patient is a pediatric patient. There was no patient harm or injury.

Manufacturer narrative:
The product has been requested to be returned, but has not yet arrived for evaluation. Once it has arrived and the evaluation completed the findings will be sent in a supplemental submission. The device history record review was completed and all manufacturing inspections passed with no non conformances. The UDI number is not available.